Event description:
It was reported to philips that the system took more than 30 minutes to fully boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system takes a very long time to boot up. Upon troubleshooting fse didn¿t identify any malfunction related to the system. The fse provided guidance to the customer on the proper method for clearing images and suggested optimal practices for regular power cycling. The system was returned to use in good working order. The codes were updated based on the investigation outcome.